Event description:
As reported by the field, during a stent assist coil embolization, a 4.5x37mm enterprise stern 12mm de tip (enc453712, 6451018) reached its target and doctors began to release the stent, but the distal end of the stent could not be opened. The doctor retracted the stent and massaged it with a guide wire, but the stent still wouldn't open. A new stent and unspecified microcatheter (mc) were then replaced to complete the procedure. There was no patient injury. A prowler select plus microcatheter was used, no alleged product malfunction was reported for the mc.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). Several pictures were attached to the complaint file in which the stent was deployed inside of a pouch; it can be noted that the stent component does not have a flare shape, due to the picture's blurriness, it cannot be determined if the stent has other damages. A device history record (DHR) was performed, and no non-conformances were identified. The customer complaint was not able to be confirmed. This investigation was performed based only on the photos provided. According to the information, the device is not available for investigation. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(6)updated sections on this medwatch: a2, a3, b4, b5, b7, g3, g6, h2 and h10. Section b5: additional information received indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. It is unknown if there was resistance during advancement of the device. The stent did not appear to be damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no blood flow restriction. The m1 segment of the left middle cerebral artery was being treated. There were no procedural delays due to the event. Complaint conclusion: as reported by the field, during a stent assist coil embolization, a 4.5x37mm enterprise stern 12mm de tip (enc453712, 6451018) reached its target and doctors began to release the stent, but the distal end of the stent could not be opened. The doctor retracted the stent and massaged it with a guide wire, but the stent still wouldn't open. A new stent and unspecified microcatheter (mc) were then replaced to complete the procedure. There was no patient injury. A prowler select plus microcatheter was used, no alleged product malfunction was reported for the mc. Additional information received indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. It is unknown if there was resistance during advancement of the device. The stent did not appear to be damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no blood flow restriction. The m1 segment of the left middle cerebral artery was being treated. There were no procedural delays due to the event. Several pictures were attached to the complaint file in which the stent was deployed inside of a pouch; it can be noted that the stent component does not have a flare shape, due to the picture's blurriness, it cannot be determined if the stent has other damages. A device history record (DHR) was performed, and no non-conformances were identified. The device was discarded; therefore, no further investigation can be performed. The customer complaint was not able to be confirmed. This investigation was performed based only on the photos provided. Incomplete stent expansion is a known potential procedural complication associated with this device. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.